Event description:
It was reported that "the implant was inserted into the spine. At the end of the case, the dr attempted to insert the rod and the rod did not fit. We removed the screw and replaced it with another one."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.